Event description:
It was reported the patient was using the raised toilet seat when the arm suddenly broke. The patient fell, hitting his body and head on the wall and the edge of the bath tub. That patient presented to the emergency room and an examination (via x-ray and CT scan) found the patient had sustained three fractured ribs. The patient was released from the emergency room that same day. Approximately three days later, the patient presented to the facility complaining of an inability to stand up, headaches and confusion. As a concussion was suspected, the patient was readmitted to the hospital where he reportedly remained until at least (B)(6) 2013. No further information is available at this time.